Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported pain during use, which occurred the day the sensor had been inserted. He stated that he had extreme pain at the abdominal insertion site and extending down the abdomen, about 20-30 minutes after the sensor insertion. He went to a clinic for evaluation and the doctors initially though he may have been having a heart attack. When asked to rate the pain level from 1 - 10 with 10 being the highest, he answered 20. After evaluation, the doctors thought he had hit a nerve during insertion and decided to remove the sensor. The pain at the insertion site and lower abdomen continued for about an hour and a half after removing the sensor. He was discharged from the clinic and felt okay at the time of the report. No additional patient or event information is available.